Manufacturer narrative:
The device was tested on the bench and on the automated electrical system. No anomalies were detected. A cardiac simulator was connected to the device. The test signals were sensed and paced normally. The cause of the diaphragmatic stimulation remains undetermined.

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event. Follow-up conducted with the doctor's office indicated the device reached battery depletion. Premature battery depletion was questioned because of how the device was programmed and the patient's use.

Event description:
It was reported that the ICD reached eri status and the patient experienced significant diaphragmatic stimulation especially when bending over to pick up something from the floor. Reprogramming device thresholds could not alleviate the patient's discomfort. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.